Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge would easily slide off pump after being installed. Customer's blood glucose was 288-289. Customer loaded a new cartridge successfully.